Event description:
Patient reported, the infusion set is leaky at the self adhesive. Patient reported his blood glucose elevated up to 350 mg/dl. Patient stated, he took correction via the infusion device. Patient reported, he was able to get his blood glucose under control by himself. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.